Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a mild vessel dissection occurred. Using a right femoral approach, the index procedure treated the 90% stenosed 2.5x8mm target lesion located in the distal ramus artery. Treatment consisted of pre dilation with a 2.0x12mm maverick balloon inflated to 12 atm's resulting in a mild vessel dissection. A 2.5x12mm study stent was advanced to the target lesion. However, there appeared to be a second lesion distal to the main lesion which had not been pre-dilated causing stent hang up. After removing the study stent, the 2.0x12mm maverick balloon was again advanced and inflated to 14 atm's. The same 2.5x12mm study stent was not easily advanced and placed covering both lesions, and was deployed at 11 atm's. Post dilation used a 2.25x8mm quantum balloon inflated to 14 atm's. Subsequent angiography noted very mild haziness in the proximal vessel from known residual disease, and noted that no additional dissections occurred, and that there was excellent flow and 0% residual stenosis. The pt was discharged in good condition on aspirin and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.